Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process and has been taking more insulin than previous fill tubing sequences. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support attempted to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.